Event description:
It was reported that an implant procedure involving the evolut pro+ valve, size 29, was conducted on (B)(6)2025 due to aortic valve stenosis. The patient had a medical history including nyha functional class iii, insulin-dependent diabetes mellitus, dyslipidemia, hypertension, smoking, renal failure not on dialysis, carotid stenosis, and was pacemaker dependent. Electrocardiogram abnormalities were noted, including left bundle branch block. A pacemaker was implanted on the same day due to chronic atrial fibrillation. The patient was discharged to a rehabilitation clinic on (B)(6) 2025 with no late complications related to the device or procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.